Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence. During the revision surgery, the physician suspected atrophy as a possible cause. The device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Recurrent incontinence and urethral atrophy are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptoms of urinary incontinence and atrophy are known risk associated with this device type and indicated as such in the instructions for use.